Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was found deceased with both power sources disconnected from the controller and the no power alarm did not sound. Also, there were prior instances of unexpected losses of power on the controller.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller revealed that the returned controller passed functional testing. Visual inspection revealed contamination in power ports one (1) and two (2). The observed contamination is not related to the reported event and is likely due to the handling of the device. During functional testing, the controller performed as expected and ¿no power¿ alarm sounded when both the power sources were disconnected. No other abnormalities were observed. Review of alarm log file revealed two critical battery alarms on (B)(6) 2019 at 00:38:21 and at 06:00:19 due to the battery depleting under 10% relative state of charge. Review of log files revealed four (4) controller power up and associated pump start events prior to the reported event date on (B)(6) 2019 at 13:18:09, on (B)(6) 2019 at 02:57:10 and at 03:10:57 and on (B)(6) 2019 at 10:18:52. The pump was without power for 27 seconds, 11 seconds, 9 seconds and 1 minute and 15 seconds respectively. Analysis of the log files also revealed one controller power-up and associated pump start event on (B)(6) 2019 at 05:59:43. The controller was without power for 4 hours, 46 minutes and 32 seconds. Additionally, three more controller power up events were logged on 16/nov/2019 at 6:12:21, 6:13:15 and at 6:24:15. The controller was without power for 46 seconds, 13 seconds and 37 seconds respectively. As a result, the reported loss of power event was confirmed; however, the reported ¿no power alarm did not sound¿ event could not be confirmed. The most likely root cause of the critical battery alarm event can be attributed to the patient allowing the battery to deplete below 10%, triggering a critical battery alarm. A possible root cause of the observed loss of power events prior to the reported event date ((B)(6) 2019) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the observed loss of power event on the reported event date can be attributed to disconnection of both power sources from the controller as mentioned in the event details. Based on available information, the most likely root cause of the observed loss of power can be attributed to trouble shooting of the controller. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.